Event description:
A report was received from the clinical study indicating that approx 10 months post cypher stent implant, the pt experienced a myocardial infarction. This was an incidental finding in the pt's medical history, and therefore a relationship to the implanted device was not provided by the study.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. The target lesion was the ramus intermediate. Pre-procedure stenosis was 85%. The lesion had no calcification or thrombus. The lesion was pre-dilated with a 2.5x14mm balloon. A cypher (3.0x18mm) was successfully deployed in the lesion. There was no post-dilation necessary and timi flow was iii. The pt also returned two years and five months later (2006) with bradycardia. The bradycardia was treated with a pacemaker. This event was evaluated to be unrelated to the study device by the initial reporter. Any additional info will be submitted within 30 days receipt.